Manufacturer narrative:
The universal surgical manipulator (usm) was installed onto a golden system where the 23118 error was triggered indicating fault on the insertion cva, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where brake release was found to be failing on insertion. Once testing was completed, the insertion cva was aba tested and was verified to be the source of the fault. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause in this case is attributed to the insertion chipencoder virtual absolute. To resolve this issue, fse have replaced the usm3.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) had error on arm3 at startup and site back drive the insertion axis 3. Site also tried to use the emergency power off on the psc with no change. It was determined to be a hard fault. The site disabled arm 3. The field service engineer (fse) will follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.